Manufacturer narrative:
Follow-up # 1 date of submission 12/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: a review of the black box data showed no evidence of a rewind issue. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no rewind issues such as the piston rod not retracting was observed. It was observed that the keypad was working properly. The investigation was unable to duplicate the initial ¿rewind issue¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there were cracks in the pump case between the keypad and the display screen. The battery cap was not returned with the pump and a test cap was used to complete the investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the rewind step stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.